Event description:
The facility's biomed technician reported an infusion pump with a 500 failure code that occurred during patient use. The biomed stated that there have been no report of any patient incident involving this pump since the last baxter service event. Information was requested by baxter regarding specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.